Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml infumorph (morphine) at 0.5 mg/day. The reason for use was not reported. It was reported that the patient was having routine pump refill performed by home hospice on (B)(6) 2019. They removed just under 4 ml of drug and expected 2.6ml, and saw bubbles. They could not fill the pump in any way. Troubleshooting was performed and they reviewed to check for proper needle orientation, a manufacturer¿s refill kit was recommended, they should try a different refill kit, perform the locked valve procedure (hold negative pressure), they should use smaller (5 or 10 cc) syringe to force saline into reservoir, to check kit tubing patency, and to check needle patency. Additional information was received. After the refill was performed, the provider noticed clear fluid coming out of needle entry and fluid over pump. They aspirated the pump and got just over 2ml out. They proceeded to remove just over 13 ml of fluid from pump pocket, while the total starting drug volume was 19ml. An emt was called as a precaution and the patient was brought to the hospital by an ambulance to have vitals evaluated and the pump refilled by provider. The doctor confirmed a pocket fill at aspiration of the pump which was 0ml inside the pump. He proceeded to fill the pump with 20 ml of 1mg/ml of morphine. The patient¿s vitals were stable the entire time from pocket fill to discharge from hospital. No surgical intervention occurred and none was planned. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.